Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemodialysis treatment, the catheter was torn in red pathway. The catheter was not repaired. There was no reported patient outcome.